Event description:
It was reported a bridge bolus was incorrectly performed. The wrong concentration was programmed when changing it. The patient was brought back in immediately and programmed properly without any consequence. The drug in the pump was dilaudid.

Manufacturer narrative:
Catheter: model# 8731sc, lot# n280857003, implanted: (B)(6) 2011 explanted: unknown.